Event description:
Needed to test blood sugar level with onetouch verio and device was dead (rechargeable battery fully discharged). This has happened on many occasions. It seems I need to recharge this unit every week or two. My old unit was battery powered with replaceable battery which I used for years and never had any issues (nor did I need to replace the battery). My insurance company forced me to switch to the verio one touch even though I was satisfied with the old and had no issues. I have had nothing but problems with using this verio one touch. The biggest being dead battery when need to test (particularly for low blood sugar). Once the unit is recharged, I need to reprogram date, time, etc. A pain because it happens so often. Also, the power apparatus is black and difficult to see in low light conditions. This causes obvious problems. It is also difficult to hold onto with weak/un-coordinated hands/fingers. The test strips get tangled with each other making it more difficult to manage.